Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, the parent changed out the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The pod was received with no evidence of blood on the device. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The length of soft cannula was observed to be within specification. The download data did not show any timeouts or drive stalls during the run. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. The formed needle, soft cannula and bottom housing were inspected and no abnormalities were found that would contribute to the reported bleeding and bruising. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The exact cause of the reported skin irritation could not be determined.